Event description:
Information received by medtronic indicated that button had to be pressed harder than before and had to hold it down and customer also reported that screen gets foggy and unable to see the screen sometimes. Customer had alleged that the insulin pump not delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.